Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose of 50 mg/dl. The insulin pump did not alarm for low glucose alerts and other alarms. The customer treated their low glucose with food. They reported that they were experiencing low blood glucose levels for awhile due to exercise. The customer was using the insulin pump within 48 hours of reported event and auto mode was in use at the time of the incident. The customer stated that they did not believe it was due to a pump issue, but due to working out more than before. During troubleshooting, the customer did not hear the beeps when the audio volume settings were saved and the device failed the audio test. The device will be returned for analysis.